Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "the following technical failures occurred: tf444001 (battery totally discharged), tf446029(ambientfailuredetected), tf485001(ambientfailuredetected), tf785003 (pmchannelobservationfailed). - this occurrence was noticed at start-up during the booting process. No further details about when this happened were reported to hamilton medical ag. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). The investigation is ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The issue occurred during start up of the device at non-clinical use. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was the batteries totally discharged and is consequently a user error, attributed to the lack of necessary user actions. Although the root cause of the event was identified as use error, the incident remains reportable as a potential deterioration in patient's health condition (which did not happen) could not be fully excluded.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the following technical failures occurred: tf444001 (battery totally discharged), tf446029 (ambientfailuredetected), tf485001 (ambientfailuredetected), tf785003 (pmchannelobservationfailed). This occurrence was noticed at start-up during the booting process. No further details about when this happened were reported to hamilton medical ag. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.